Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer discovered the water tank was contaminated. The customer cleaned the water tank, performed system air purges, and a system water bath exchange. The customer performed calibration and qc with acceptable results. No customer complaints were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable low ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for three patients tested on a cobas 4000 c (311) stand alone system. The initial results were reported outside the laboratory. The customer noticed results were recovering low, so the customer repeated the samples on a different instrument for confirmation. Patient 1¿s initial calcium result was 5.8 mg/dl with a data flag, and the repeat result was 7.1 mg/dl. Patient 2¿s initial calcium result was 6.2 mg/dl, and the repeat result was 9.1 mg/dl. Patient 3¿s initial calcium result was 5.7 mg/dl with a data flag, and the initial creatinine result was 0.9 mg/dl. The repeat calcium result was 9.7 mg/dl, and the repeat creatinine result was 1.2 mg/dl. The repeat results were determined correct. Calcium reagent lot number was 450552 with an expiration date requested but not provided. Creatinine reagent lot number and expiration date were requested but not provided.